Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0vg1k, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient called manufacturer representative on the night of the implant, trying to find help and was told to leave stimulation on. The patient did not know if the person was a representative or someone else. The patient saw the health care provider (hcp) who put on her machine which possibly referring to clinician programmer. It was noted that patient went to the emergency room the night of the surgery because she could not void, patient was catheterized and wore a night bag until (B)(6) then a day bag until (B)(6) when she removed it. The patient had three days of involuntary bowel movements then that stopped. Following the appointment with the hcp, patient made notes it happened on (B)(6) 2015. The patient stated her symptoms are like they were prior to implant, when she sat then got up she was soaked/ did not even know she has gone, she woke up from sleep soaked, standing walking, she has bladder spasms. This occurred (B)(6) but was unclear of the exact date. It was noted patient felt stimulation while therapy was on. The patient was on program 2 at 2.0 but did not feel stimulation. The patient increased stimulation on program 2 to 3.3 and felt comfortable stimulation in the rectum. The patient wanted to try another program. The patient changed to program 3, increased to 2.5, felt stimulation in her leg and felt like a charley horse, decreased to 1.7 and her foot felt tingly. The patient wanted to change back to program 2 but decreased down to 2.1. The patient would be seeing their hcp on in four days from the day of this call. While on the call, patient reported a medical condition she had prior to getting her implantable neurostimulator. The patient has had a leakage problem for 6 years prior to implant and has been dehydrated due to her frequency and control problems. The patient fluid output was greater than her intake. The patient stated her dentist comments on the changes in her teeth due to dehydration; her teeth separated and need new caps again. Patient stated her skin was like leather. Additional information received on (B)(6) 2015 indicated that patient had an involuntary bowel movement last night and pain in her upper stomach on the day of the call, so she has shut stimulation off. The patient turned off until she can resolve the issue she was having. The patient also reported she felt stimulation only in center of rectum. The patient change in therapy/symptoms was reported as sudden. Additional information received from the manufacturing representative reported that he did not have a conversation with the patient regarding the catheterization. The patient may have had the manufacturing representative's number but she did not leave a message nor speak directly to the rep about this issue. Notified date (B)(6) 2015. The patient diagnosed with gastrointestinal/ pelvic floor. A follow-up report will be sent if additional information becomes available. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. Information omitted pertained to related pe (B)(4) allergic reaction.

Event description:
Additional information was received via the patient and reported that the patient got a "pcr" letter in the mail and was not able to answer any of the questions as she had not meet with the manufacturer representative yet. The health care provider (hcp) that had performed the implant surgery on (B)(6) 2015 and left shortly after for vacation so the patient had not talked to him either. The implantable neuro stimulator (ins) was still off. The patient had a new health care provider (hcp) but she would still be seeing dr. (B)(6) for urology.